Event description:
Revision surgery - for a peri prosthetic fracture due to the patient falling.

Manufacturer narrative:
The reason for this revision surgery was reported as a peri-prosthetic fracture after 5.7 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for this part number from this lot, the fist was a packaging issue. The root cause for the patient's peri-prosthetic fracture was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.